Event description:
It was reported that this pacemaker and the non-boston scientific right atrial (ra) lead exhibited oversensing of noise which caused pacing inhibition. Also, it was reported there was a high capture threshold. It was noted the patient was pacemaker dependent. The noise was observed when changing positions and testing for noise on the right ventricular (rv) lead. The rv lead had no noise; however, noise was observed on the ra lead. The output on the rv lead was increased as a precaution. The patient experienced prolonged hospitalization as a result of the pacing inhibition. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received. The pacing inhibition caused a pause of less than two seconds.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated. The device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the non-boston scientific right atrial (ra) lead exhibited oversensing of noise which caused pacing inhibition. Also, it was reported there was a high capture threshold. It was noted the patient was pacemaker dependent. The noise was observed when changing positions and testing for noise on the right ventricular (rv) lead. The rv lead had no noise; however, noise was observed on the ra lead. The output on the rv lead was increased as a precaution. The patient experienced prolonged hospitalization as a result of the pacing inhibition. This pacemaker remains in service. No additional adverse patient effects were reported.